Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would contributed to this event. Based on the information reviewed, the reported pericardial effusion appears to be related to procedural circumstances as the physician confirmed that the mitraclip device did not cause the pericardial effusion. It should be noted that the reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is conservatively filed to report worsening of the pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. Prior to use, when establishing final arm angle, the clip (71218uu137) opened while locked. It was noted that lock lever slowly came back by itself aprox 5-7 mm after being fully advanced. The device as not used and clip (70512u142) was prepped for the procedure. However, when advancing the guide wire for the transseptal sheath into the superior vena cava, a small pericardial effusion was noted. The effusion was considered minor and the procedure was continued. The sgc and mitraclip were advanced, after steering the cds to the mitral valve the effusion worsened. Pericardial synthesis was performed; 1.4 liters of blood were drained and the procedure was discontinued. Protamine was use to reverse heparin and the bleeding stopped. Mr remained at 4. No clips were implanted. The patient was extubated and transferred to intensive care unit. The patient is stable. No additional treatment is planned. It is the physician's opinion that the mitraclip devices did not cause the effusion, it is possible the guidewire for the septal sheath caused the effusion. It is the physician's opinion that the mitraclip devices or mitraclip procedure did not contribute to worsening of the effusion. No additional information was provided.